Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the hemodialysis (hd) therapy on the fresenius 2008k machine and the patient event of alleged high ultrafiltration (uf) removal resulting in hypotension, headache, and hypovolemia. There is a possible causal relationship between the 2008k machine and the patient adverse event, however, the treatment documentation is incomplete and the regional equipment specialist has not concluded the machine evaluation. It is unknown if the total treatment time was entered for 3 hours and 45 minutes (the patient¿s prescribed time) and then changed to two hours (patient¿s request) without adjusting the uf goal. Also, the patient arrived at treatment 0.4 kg above their dry weight of (B)(6) kg for which the uf goal should have been adjusted. Based on the available information it is not confirmed if the machine malfunctioned as alleged or if the issue was the result of user error. The cause of the adverse event cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the ultrafiltration (uf) removal on a fresenius 2008k hemodialysis (hd) machine was high during the patient¿s treatment. The patient was reported to have a pre-treatment dry weight of (B)(6) kg and a post-treatment dry weight of (B)(6) kg, equaling a total of 3,800 ml of fluid removed. The patient reportedly started treatment at 6:43 am and treatment was stopped at 8:45 am after the patient went into a shock. The patient was connected to saline until they were stabilized. Per the initial reporter, no hospitalization was required and the patient went home after the administration of the fluids. The machine displayed a uf goal of 1,000 ml/hour and uf rate displayed at 500 ml/hour. After ending the two hours of treatment, the uf removed displayed 700 ml on the machine. Additional information received through follow up with the hd center charge nurse and treatment records was reviewed. The treatment records were incomplete. Upon follow up, the charge nurse, the charge nurse reported that the patient has always been consistent in weight and blood pressure. It was also confirmed the patient did not go into shock during the treatment. The patient was alert and oriented at the start of treatment (0643 hours). The patient pre-weight was (B)(6) kg and had vital sign readings of blood pressure (bp) sitting 135/78, pulse 74, respirations 18 and temperature 95.6. The patient began treatment at 6:43 am utilizing an arteriovenous (av) fistula. Per the treatment records, the patient target ultrafiltration was 0.7 kg. The patient stated that they needed to stop treatment early, after 2 hours, due to a scheduling conflict. The nurse could not confirm the total treatment time entered on the machine for the treatment. At 7:50 am the patient reported a headache and not feeling well. At this time the patient was noted to be hypotensive with a bp of 61/41 and heart rate of 84. The patient was administered 500 ml of normal saline and another 500 ml was given at 8:03 am. The patient ended treatment after 2 hours with a bp of 92/58, pulse 71, respirations 18, and temperature 96.2. The treatment record documents the total uf as 563 ml. The patient¿s post-weight is documented as (B)(6) kg, for a difference of 3.8 kg. The nurse reports the patient was weighed on the same scale as pre-treatment and in the same clothing. The patient was stable when leaving the center. The machine remains out of service pending evaluation. Additional information was requested, however to date not provided.